Event description:
The pt had an elective procedure two vessels. The first target vessel was a non-calcified, non-tortuous, 2.4 mm posterolateral branch artery. The 2.5 x 18mm cypher stent was implanted at 12 atm for 5 seconds. The second target vessel was the moderately calcified, non-tortuous, 2.6 mm proximal circumflex. A 3x33 mm cypher stent was implanted at 16 atm. Post dilation was done with a 3.25 x 15 mm quantum maverick balloon at 20atm for 15 seconds. A dissection occurred distally to the cypher, but it was very minor so it was not treated. Three days later, the pt complained of chest pain and a decrease in st was observed. Coronary angiography was done, and thrombus was confirmed in the proximal edge of the cypher in the posterolateral branch. Poba was done to treat it. The pt was discharged three days post intervention.